Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that one lumen line was found to be spontaneously cracked and leaking in the bed but had not been leaking an hour prior. There was no patient injury.

Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. However, all record from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture. One used 1.9 fr argyle duel lumen PICC catheter with two clamps and two adapters from an unknown lot number was received at the manufacturing site for evaluation. The catheter showed signs of use (blood). During the evaluation and under water test, leaking was noted below the strain relief. Based on the available information, it can be concluded that the product was manufactured according to specifications. Therefore the most probable root cause can be considered as misuse; this device was most likely damaged during use caused by inappropriate manipulation such as excessive force, inappropriate use of cleaning agents, sharp objects, instruments, wrong technique, etc. It must be noted that in-process controls (such as personnel training, incoming quality, acceptance testing for raw material, 100% in process visual inspection a visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.